Manufacturer narrative:
A promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at two locations in the proximal section of the stent were lifted and pulled distally the undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the distal shaft section of the polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03dec2020. It was reported that crossing difficulties occurred. The 90% stenosed, 32 x 3.00mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 32 x 3.00 promus premier drug eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.